Event description:
The customer complained that the device displayed the low battery icon and failed to turn on when fully charged battery was installed during patient use. Patient details have not been reported.

Manufacturer narrative:
Medtronic continues to investigate the reported event.